Event description:
Product was received for repair with the complaint of over-heating. There is no further info on adverse consequences or pt involvement.

Manufacturer narrative:
The device is received at the mfg site. However, the investigation is ongoing and a f/u report will be filed once the investigation is complete.